Event description:
It was reported that during a colon resection the device did not work as intended. The clips did not form properly on one applier and spit out of the applier. There was no patient consequence. The rep was not present during the event.